Event description:
It was reported that "cgm app and os incompatible due to unsupported os update on smart device" occurred. No product or data was provided for investigation. The allegation and the probable cause cannot be determined.

Manufacturer narrative:
(B)(4).